Event description:
A malfunction alarm occurred with a reported code of malf 0, which could be reset and did not lead to any adverse impact on the customer¿s blood glucose level. Customer support provided instructions to reset the pump, as the customer had not previously reported or reset the pump for this malfunction. After resetting the device, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support again if the issue returned.